Event description:
It was reported that t:slim x2 pump housing and usb area were damaged, with broken screws around usb port so pump was no longer watertight, and damage affected ability to charge pump even though pump had not shut down; caller was unsure how damage occurred and believed it resulted from normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, was instructed to place problematic pump in storage mode and return it within 10 days using prepaid label, and technical support arranged replacement pump and advised customer to reprogram pump settings and reconnect cgm on replacement device.